Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed motor test. Unable to perform a21 test, occlusion and prime test due to constant motor error alarm during bolus delivery also, unable to verify e70 alarm due to over written pump history file. However, the insulin pump passed basic occlusion, prime, displacement test, self-test and all operating currents were normal. No unexpected low battery or off no power alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked case near the reservoir tube window and cracked battery tube threads.